Event description:
On 22 december 2022, senseonics was made aware of an incident where 90 day sensor was inserted in the user's arm instead of an e3 one and an additional procedure will need to be performed for removal of the 90 day sensor and insertion of the e3 sensor.

Manufacturer narrative:
User was mistakenly inserted with a 90 day sensor instead of e3 sensor. This required an additional procedure to remove the 90 day sensor and to insert an e3 sensor. However, after coming to know that the system requires daily calibrations, user then decided to opt of the system and asked the inserting nurse to remove the sensor during the same appointment. This case was created for documentation purpose and does not require any additional investigation. User was encouraged to give a call back if he decides to give the system a try.